Event description:
It was reported by the patient that she underwent a hernia repair procedure on (B)(6) 2009 and mesh was used. Approximately a year ago, the patient developed discomfort and pain which has worsened since that time. On (B)(6) 2011, the patient had a cystoscopy which showed that the mesh was growing into her bladder and on top of her urethra. The patient was told that the mesh needs to be removed.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.